Event description:
Registered nurse (rn) noticed arterial line wave form appeared flat on monitor. Rn assessed the arterial line and noticed blood coming from the j loop. The lines team was called to assess and noted the tubing was cracked. The tubing was changed. No known patient harm at this time.